Event description:
The customer reported that during use of the y1301 y-knot flex 1.3mm all-suture anchors in a shoulder arthroscopy labral repair procedure on (B)(6) 2014, one of the tines of the driver/inserter broke off and was left in the pilot hole under the implanted anchor. As reported, the y-knot flex all-suture anchor was deployed correctly and implantation worked as planned. However, just as the surgeon pulled the driver out, he noticed that one of the tines had broken off. Since the anchor was correctly deployed and properly seated, the surgeon elected to leave the broken fragment and the anchor in place. It was further reported that during the deployment of the second anchor, the tines on the inserter/driver were severely bent outward. The procedure was successfully completed with no further complications or patient injury.

Manufacturer narrative:
On (B)(4) 2014 conmed received two (2) "used" inserter/drivers for evaluation. Visual inspection of the first driver found one of the tines had broken off and the broken fragment was not returned. Evaluation of the second driver found the tines were bent outward. The physical damage noted on the drivers is indicative of the user twisting the drivers while removing them from the pilot hole after insertion of the anchors. In addition, evaluation of similar complaints from this device family revealed another possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force is applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on these findings, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This lot was manufactured on 12-nov-2013 in a lot of (B)(4) units. A review of the device history record showed, there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use.